Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
This report is submitted on march 24, 2017.

Event description:
Per the clinic, the patient experienced pain at the implant site; subsequently on (B)(6) 2017, the patient was prescribed with oral antibiotics for 10 days.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery. This report is submitted on april 27, 2017.